Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
A gore viabahn® endoprosthesis was used for the treatment of a right popliteal artery aneurysm. During deployment of the gore viabahn® endoprosthesis, the proximal portion of the device fully deployed; however, the distal end of the device remained constrained. In an attempt to complete device deployment, the physician attempted to move the delivery catheter forward and back but was unsuccessful. An 8mm balloon was then advanced into the deployed section of the gore viabahn® endoprosthesis . The 8mm balloon was then inflated in an attempt to deploy the distal end of the viabahn device. After two balloon inflations, imaging revealed the gore viabahn® endoprosthesis was fully deployed; however, no distal vessel runoff was observed. The patient was then taken to the or for surgical fem-pop bypass procedure.

Manufacturer narrative:
Images were returned and evaluated. The guidewire appears to be advanced distal to the tibial plateau. The leading end of the device appears to be constrained. The device appears to have fully deployed. Available post implant image appears to be contrast throughout the deployed device. Image analysis cannot confirm or rule out contrast opacification distal to the implanted device with available image.